Manufacturer narrative:
The insulin pump had no up and down button response due to corroded keypad traces. No number ramping or scroll bar anomalies were noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they entered blood glucose readings and the numbers are scrolling and the buttons are not working. Customer stated that they were sweating prior to the alarm. Customer's blood glucose reading at the time of the call was 287 mg/dl and has treated with a manual injection. No further information reported.